Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed due to a lead infection. Laboratory testing revealed the patient experienced a staph infection. During their hospitalization for the infection, the patient was also positive for clostridium difficile. The patient was diagnosed with endocarditis, and septic emboli to the lungs while hospitalized. The patient experienced fevers, chills, and night sweats. The new implantable pulse generator (ipg) was implanted and a previously implanted right ventricular (rv) epicardial lead was reactivated to provide pacing support. This patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.